Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin and reloaded the cartridge to resolve the issue. Additionally, it as reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.